Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2016, merge was notified that when a user did not log out of a station and another user logged in, the original user's name was still shown as logged in at the lower right hand corner of the universal management. The customer did not know what their auto log out feature was set to but reported that when a report is read, the report indicated that the original user read the report instead of the intended current user. There was no reported adverse event to a patient. However, this is a potential safety issue since unauthorized users can access sensitive patient information and make unnecessary changes or updates.

Manufacturer narrative:
During testing and investigation with a similar build and release version, the merge support technician created two radiologist user accounts and logged on to a dominator station. The auto logout time was set to one minute and radiologist #1 account was logged in and an exam was opened. The dominator station logged out on its own due to inactivity. After it logged out, the merge support technician logged in as radiologist # 2. Based on the reports from this facility, the logged in user name should have been radiologist #1. However, the application was logged in as the correct user, radiologist # 2. After multiple unsuccessful attempts to replicate this issue using different configurations with the software, it was determined that the system was functioning as designed, and no probable cause could be determined. A further review of the user guides and labelings did not show any documentation related to the auto logout feature and not logging off. A review of the complaint history for auto log out issues indicated there is no significant trend. Trending will continue to be monitored. The device manufacture date was inadvertently left blank instead of the intended date of 11/25/2015. Please refer to the section: device manufacture date for revised information.